Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused catheters with packaging were returned for evaluation. Photos were also provided. The samples were visually inspected per specification, and no defects were noted. In the photo, it was noted that the needle was pierced through the catheter. This defect could not have occurred during manufacturing, as our process would have caused the unit to fail at this trim length. Therefore, the reported defect was not confirmed. Retained units for the reported batch number were inspected, and no defects were noted. The retained units were found to meet specifications. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a catheter broke when being removed from a patient. The catheter was completely removed from the patient using the normal technique of removing catheters by applying pressure to the vein. When the catheter was removed, it was noticed that the catheter was broken. The patient was safely canalized in another vein in the other arm."